Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) had an increase in threshold after the tether was cut. A snare was attempted to remove the ipg but the device slipped back into the right ventricle. It was finally retrieved by an interventional physician around the retrieval knob of the device. A new ipg was implanted. The physician expressed possible concern with the device tines. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.